Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. While performing an ablation under the left inferior pulmonary vein, a sudden rise in impedance was observed and drop in the patient's blood pressure was noted. An ultrasound was done which revealed a pericardial effusion near the left ventricle. A pericardiocentesis was performed during which 550 ml was drained and the patient stabilized. There were no performance issues with any abbott device. The device was discarded post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.